Event description:
The event is reported as: during set-up, the circuit did not pass the leak test. No patient injury reported.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.